Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Caller contacted technical support, received guidance to reset pump, successfully completed reset without recurrence of malfunction, was advised that pump use could continue, and was instructed to call back if any malfunction alarm occurred again.